Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The patient was asymptomatic. The battery had 5 years of longevity in (B)(6) 2016 and then 1.6 years of longevity in (B)(6) 2016. Now, the in-clinic interrogation shows that the device cannot communicate with the programmer. Rapid premature battery depletion was noted. Device was explanted and replaced without any issues. The patient was outpatient status and went home the same day.

Manufacturer narrative:
Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis, the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. Additional information: brand name: fortify assura dr; PMA/510(k) #: p910023.